Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, reset error test, rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No traces of moisture were noted at keypad traces, electronic assemblies or motor assemblies per visual inspection. The insulin pump was received missing the end cap sticker, cracked case at display window corners and minor scratches on the display window. The insulin pump was received with a corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump was accidentally submerged in water for 15 minutes. The blood glucose reading was 5.9 mmol/l.